Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, the reported vessel perforation in this case was most likely associated with patient anatomy and procedural contents. Although lot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Death. Damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi miraclebros 3 guide wire had caused or contributed to vessel perforation. Publication: clinical case reports (B)(4). Title: unrecognized perforation into the anterior interventricular vein complicating pci for anterior stemi: an unexpected detour excerpt: an 84-year-old man with history of end-stage renal disease and remote kidney transplant (18 years prior) developed acute crushing chest pain and was brought to our emergency department by emergency medical services with a diagnosis of anterior stemi based upon electrocardiogram (ECG) obtained in the field. Repeat ECG (figure 1) confirmed the diagnosis. On examination, he was hemodynamically stable but uncomfortable due to chest pain. He was taken to the cardiac catheterization laboratory for emergent coronary angiography. Angiography revealed severe three-vessel atherosclerotic coronary artery disease (cad), including nonculprit high grade obstructive lesions in the proximal right and mid-circumflex coronary arteries, as well as a culprit complete occlusion of the mid-lad immediately distal to an aneurysmal segment of the vessel that also gave rise to a large diagonal branch (video s1 & figure 2). Repeated attempts were made to primarily wire the lad using a runthrough workhorse wire (terumo medical); however, this was unsuccessful as the wire was constantly deflected into the diagonal branch (video s4). Microcatheter-supported wiring using a fine cross mg (terumo medical) was unsuccessful as well (video s2). Attempts at wiring the lesion using a hydrophilic tapered wire (fielder-xt; asahi intecc USA) and a polymer jacketed wire (pilot 50: abbott vascular) supported by a stiffer microcatheter (corsair; asahi intecc USA) also failed. An emergent multidisciplinary team meeting was called between a cardiac surgeon, the interventional cardiologist, and the patient's inpatient cardiologist. All physicians agreed that due to the patient's age, frailty, and comorbidities he was not a surgical candidate. The patient continued to experience severe chest pain despite aggressive analgesic administration with clear st-elevations still present on ECG. Given the extensive calcific disease appreciated on his angiograms, it was hypothesized that treating the lesion as a chronic total occlusion (cto) and proceeding with an antegrade wire escalation strategy might prove successful. Ultimately, the lesion appeared to be crossed using a controlled drilling technique with a miracle brothers 3 wire (asahi intecc USA) (video s3). The microcatheter was advanced into the distal vessel and intraluminal position was confirmed via a distal tip injection (video s4). Of note, in this high acuity situation, the operators' focus was mistakenly restricted to the fact that the wire appeared to be intravascular, and the unusual appearance of the vessel was not appreciated at this time. On retrospective review after the case, the distal vessel clearly displays "to-and-fro" flow with drainage into the coronary sinus along with medial and lateral branches that are different in appearance from typical lad septal and diagonal branch vessels. These unrecognized findings are all hallmarks of the distal vessel being a cardiac vein (specifically the aiv), rather than the lad. As the operators believed that the microcatheter had crossed into the distal lad, the distal vessel was then safely wired using a workhorse wire to allow for equipment delivery. Due to challenging equipment delivery, a 1.5 x 12 mm compliant balloon was used to predilate the lesion followed by a 2.0 x 15 mm compliant balloon. A subsequent angiogram revealed extensive contrast extravasation from the vessel leading to the diagnosis of cap (video s5). Salvage techniques for cap were initiated according to the standard perforation care algorithm detailed in figure 3,4 although protamine administration was deferred. Balloon tamponade was attempted utilizing the 1.5 mm balloon already in the vessel, followed by immediate upsizing to a 2.0 mm balloon that was inflated in the proximal vessel, with repeat angiograms showing no persistent contrast extravasation. Transthoracic echocardiography was performed, revealing no evidence of a pericardial effusion. Repeat injections performed during transient balloon deflations revealed continued extravasation of contrast. Obtaining an additional arterial access site for the purpose of utilizing dual-guide catheter ("ping-pong guides") technique was discussed; however, this was deferred given the previous challenge crossing the lesion initially. At this time, the patient developed vomiting, hypotension, and ultimately ventricular fibrillation requiring multiple defibrillations and chest compressions. He was intubated emergently and cardiac anesthesia performed transesophageal echocardiography, which showed no evidence of pericardial effusion, but an akinetic anterior wall of the left ventricle. An intra-aortic balloon pump (iabp) was simultaneously inserted through the right femoral artery, and the patient was started on norepinephrine with resultant stabilization of his hemodynamics. Selective lad angiography performed through a guide catheter extension demonstrated phasic flow in the distal vessel as well as a channel connecting the mid-vessel and cs, which was thought to represent an iatrogenic arteriovenous fistula (avf) (video s6). The operators believed the etiology for these findings to be two separate wire perforations, with one perforation into the coronary sinus and one into the pericardial space. Advancement of a covered stent across the mid-vessel was not possible, so a 2.5 x 20 mm drug eluting stent (des) was advanced and deployed across the perforation to permit tracking of a covered stent. Angiography following des deployment revealed timi 3 flow in the distal vessel for the first time during the case, with continued robust flow into the cs through multiple channels. Additionally, an unusual "myocardial blush pattern" was observed as well as extensive flow into the coronary veins (video s7). A 2.8 x 16 mm graftmaster covered stent (abbott vascular) was deployed across the visualized perforation; however, a residual channel connecting the vessel and the cs was visualized distal to the covered stent (video s8). A second 2.8 x 16 mm covered stent was placed across the remaining channel and postdilated, effectively closing the perforation with no further flow visualized into the cs. Final angiograms also revealed several small contained wire perforations, persistence of the unusual "myocardial blush pattern" and even more robust filling of the major cardiac veins (video s9 & figure 4). Post-procedure lv systolic function remained severely diminished, with an ejection fraction of 15%. He remained hemodynamically stable with an iabp in place on low dose norepinephrine and dobutamine. He went on to develop oliguric renal failure, and after multiple discussions with his wife surrounding goals of care, comfort measures were pursued and he died due to cardiogenic shock on post-procedure day four.